Manufacturer narrative:
One opened quick serter was evaluated for locking and proper operation. The quick serter failed per inspection, it was noted the quick serter barrel walls had excessive glue from quick set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the tape often gets caught in the serter and they have been going through a lot of quicksets. Customer also mentioned having a stent in her hands and stated that her hands shake a lot which may also contribute to the issue with the serter not releasing and the tape getting stuck. Customer's blood glucose readings were noted to be 409 mg/dl in the past. Customer also mentioned no delivery alarms. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.